Manufacturer narrative:
D10 concomitant products: 64082, 64082 barrx 360 express rfa balloon cath (lot#: b000003382), 64082, 64082 barrx 360 express rfa balloon cath (lot#: b000003382), 1190a-230a, 1190a-230a haloflex energy generatorx1 (serial#: (B)(6)), unk-barrx, unknown barrx (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was already prepped and sedated intravenously but the balloon catheter did not inflate and an air leak error message was displayed. The healthcare professional attempted to use a second catheter but also failed to inflate. After two catheters were used and failed, the therapy was stopped and the patient was rescheduled. The patient had undergone additional procedure with intravenous sedation and endoscopy.